Manufacturer narrative:
(B)(4). Evaluation summary: the devices were returned for analysis. The resistance was confirmed. Based on a visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that the reported difficulties appear to be related to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the guide wire was across the lesion and the armada balloon was inflated once at nominal when, after deflation, the balloon catheter became stuck and could not be removed from the guide wire. Using excessive force the balloon catheter was successfully removed separately from the guide wire which remained in the anatomy. Two other armada .018 balloon catheters were used over the same guide wire in the procedure without issue to complete the case. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.